Event description:
During thrombectomy av graft procedure, the marker band on the bursh catheter came off inside the pt and as been embolized into an axillary vein. No pt injuries or complications were reported.